Event description:
It was reported that the patient had had two deep brain stimulator implants and the patient¿s spinal cord stimulator was off because, it had caused a lot of problems. It had sent impulses between the patient¿s two stimulators and he had too much electricity in his body. The patient¿s body was on fire all the time. Due to the patient¿s parkinson¿s he had been falling for a long time but in the past 6-9 months prior to the date of this report he had been falling backwards. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer's report number 3004209178-2014-23806.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v129480; product type lead product ID 7482a51, serial# (B)(4); product type extension product ID 3389s-40, lot# v141065; product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).